Event description:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure implants were removed") in a female patient who had essure and mirena inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating"), skin disorder ("different skin symptoms") and sleep disorder ("sleeping disturbances"). Essure was removed. At the time of the report, the medical device removal, hyperhidrosis, skin disorder and sleep disorder outcome was unknown. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: medical device removal: (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. The reporter provided no causality assessment for hyperhidrosis, medical device removal, skin disorder and sleep disorder with essure and mirena. The reporter commented: the patient connects as least some of the symptoms both to mirena and essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. No serious events were reported regarding mirena use.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure implants were removed") in a female patient who had mirena intrauterine delivery system inserted. The occurrence of additional non-serious events is detailed below. Co-suspect products included essure (batch no. C12702) inserted. On an unknown date, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), hyperhidrosis ("sweating"), cutaneous symptom ("different skin symptoms") and sleep disorder ("sleeping disturbances"). Essure was removed. At the time of the report, the medical device removal, hyperhidrosis, cutaneous symptom and sleep disorder outcome was unknown. The reporter provided no causality assessment for cutaneous symptom, hyperhidrosis, medical device removal and sleep disorder with essure and mirena. The reporter commented: the patient connects as least some of the symptoms both to mirena and essure implants. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-apr-2018 for the following meddra preferred terms: medical device removal: 761 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.